Event description:
During service, the unit was found to not cycle with all led's and constant single tone alarm. Replaced integrated circuit u28 and u24 on the logic board to correct the failure mode.